Event description:
Patient was revised to address a vertically-malpositioned cup which was causing dislocation. Poly wear and osteolysis were also reported. The edge of the liner was found to be cracked.

Manufacturer narrative:
Patient was revised to address a vertically mal-positioned cup which was causing dislocation. Poly wear and osteolysis were also reported. The edge of the liner was found to be cracked. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The complaint is confirmed based on a review of provided x-ray images and operative notes. Cup positioning more vertical than recommendations, as stated in the initial reporting, is a likely factor in the failure. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.